Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This patient was hospitalized pending device replacement. Subsequently this pacemaker was replaced successfully. No additional adverse patient effects were reported.